Event description:
Procedure type: gynecology. According to the reporter: tip of trocar broken into three parts while inserting the trocar into the patient. This was discovered by the operating nurse when receiving the obturator back from the operating surgeon. To find the three parts the operation was converted to open surgery. No additional information available at this time.